Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and the reported failure (error c-34 on erbe ) was confirmed and replicated. During integrated electrosurgical unit (iesu) cautery activation, the "error c-34" error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the failure analysis. The probable root cause of error c-34 is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the erbe generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error m-34 occurred on vio dv integrated electrosurgical unit (iesu). Site stated that the part involving da vinci system of the surgery was completed, and vio dv iesu was not needed anymore. Tse confirmed error c-34 in the logs pointing to vio dv iesu issue. Tse had site power cycle the iesu, but the issue persisted. Tse explained that the iesu would need to be replaced. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.